Event description:
Nurse was applying a gaymar t-pump to pt's arm. Units' power switch was in the "off" position. When nurse plugged unit into receptacle, there was a small "pop". The pt stated that sparks came out of the pad and "got on her hand."